Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument clip did not fire when the surgeon tried to clip a vessel/tissue bundle. The customer tried different clips to make sure the clip itself was not the issue, but the issue persisted with another clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.